Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the implantable pulse generator (ipg), the right ventricular (rv) lead was attempted to be inserted into the device. Once connected no pacing was observed and the patient experienced asystole. The rv lead was reconnected to the original device. The rv lead was attempted to be connected to the new device with a successful set screw noted, once again no pacing was observed. The ipg was attempted not used and replaced. No further patient complications have been reported as a result of this event.